Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A pairing test was performed and the test passed. The reported event that the continuous glucose monitor (cgm) goes through the 2 hour warm-up period daily was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the continuous glucose monitor (cgm) goes through the 2 hour warm-up period daily. No injury or medical intervention was reported. The complaint device was returned for evaluation. A follow-up report will be submitted upon its completion.